Manufacturer narrative:
Document review: versafitcup dm cup code (B)(4), lot 125338 (50 items produced, 26 implanted up to now). Versafitcup dm hc liner code (B)(4), lot 125360: (30 items produced, 12 implanted up to now). Mectacer delta ball head code (B)(4), lot 124371 (70 items produced, 48 implanted up to now."amistem h cementless stem code (B)(4), lot 130048 (69 items produced, 34 implanted up to now). All parameters of the four lots were found to be in according with the specifications valid at the time of manufacturing. The washing cycles were fun according to specifications and no alarm or deviation occurred during operations. The sterilization cycles were performed according to specifications valid at the time of production. From the data collected, there are no evidences that the infection is device related.

Event description:
Ref. Imp #(B)(4).